Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), genital haemorrhage ("irregular bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1, c-section (child birth) on (B)(6) and c-section (child birth) on (B)(6). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("severe and persistent stomach pain"), fibromyalgia ("fibromyalgia"), depression ("depressions"), anxiety ("anxiety"), rash ("rash on arms and legs"), alopecia ("hair loss") and menorrhagia ("heavy menstrual cycles"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol) and surgery (salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, weight increased, fibromyalgia, depression, anxiety, rash, alopecia and migraine outcome was unknown and the abdominal pain upper and menorrhagia had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain upper, alopecia, anxiety, depression, device dislocation, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: case (B)(4) (child case) is linked to case (B)(4), (other case). Diagnostic results: on (B)(6) 2010, essure confirmation test was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), genital haemorrhage ("irregular bleeding"), pregnancy with contraceptive device ("pregnancy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1, c-section (child birth) on (B)(6) 2009 and c-section (child birth) on (B)(6) 2014. In december 2009, the patient had essure inserted. In january 2010, the patient experienced abdominal pain ("severe and persistent abdominal"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced weight increased ("weight gain") and migraine ("migraines"). In june 2011, the patient experienced depression ("depressions") and anxiety ("anxiety"). On (B)(6) 2011, the patient experienced rash ("rash on arms and legs"). In september 2013, the patient experienced alopecia ("hair loss"). In april 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("severe and persistent stomach pain") and menorrhagia ("heavy menstrual cycles"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (tylenol), surgery (salpingectomy) and surgery ((B)(6) 2015 novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, weight increased, fibromyalgia, depression, anxiety, rash, alopecia, migraine, abdominal pain, pelvic pain, dysfunctional uterine bleeding, dysmenorrhoea and post-traumatic stress disorder outcome was unknown and the abdominal pain upper and menorrhagia had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-003261). The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: case 2018-003261 (child case) is linked to case 2018-003259 (,other case) diagnostic results: on feb-2010, essure confirmation test was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs and medical record received. Medically confirmed case. Reporter added. Events severe and persistent abdominal , pelvic pain, dysfunctional uterine bleeding , dysmenorrhea and ptsd added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), genital haemorrhage ("irregular bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1, c-section (child birth) on (B)(6) 2009 and c-section (child birth) on (B)(6) 2014. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("severe and persistent stomach pain"), fibromyalgia ("fibromyalgia"), depression ("depressions"), anxiety ("anxiety"), rash ("rash on arms and legs"), alopecia ("hair loss") and menorrhagia ("heavy menstrual cycles"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with paracetamol (tylenol) and surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, weight increased, fibromyalgia, depression, anxiety, rash, alopecia and migraine outcome was unknown and the abdominal pain upper and menorrhagia had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain upper, alopecia, anxiety, depression, device dislocation, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: (B)(4) (child case) is linked to (B)(4) (,other case). Diagnostic results: on (B)(6) 2010, essure confirmation test was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.